Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2021, to remove the abutment. The implanted device remains.

Event description:
Per the clinic, the patient experienced infection at the abutment site (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.